Manufacturer narrative:
As reported in a research article, a muscular vsd used off label to close a pda embolized post procedure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instruction for use, 600301-003,revision a "the amplatzer muscular vsd occluder and p.I. Muscular vsd occluder, are percutaneous, transcatheter, ventricular septal defect closure devices designed for the occlusion of muscular ventricular septal defects."

Event description:
The article, "trans-catheter closure of large pda in adult patients with amplatzer device: case series", was reviewed. This research article presents a case study on a (B)(6) male who was referred to the clinic for further evaluation due to a large patent ductus arteriosus (pda) measuring 12mm and pulmonary arterial hypertension. The patient underwent pda closure between january 2010 to july 2018 using a 22mm amplatzer muscular vsd occluder. One day post-procedure, the device embolized into the right pulmonary artery of the patient. The patient underwent surgery to retrieve the device. No additional information was provided. The article concluded that trans-catheter closure of large patent ductus arteriosus in adult patients with pulmonary hypertension is feasible. Despite the fact that complications may occur even with the most experienced hands, the double disk amplatzer ventricular septal defect muscular occluder could be advantageous in this setting. The primary author of the article is zahra khajali, rajaie cardiovascular medical and research center, tehran, iran. The correspondence author of the article is maryam aliramezany, cardiovascular research center, institute of basic and clinical physiology sciences, kerman university of medical sciences, kerman, iran with the corresponding email: (B)(6).